Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited low pacing impedance. The right atrial lead was explanted and replaced. The patient was in stable condition.